Event description:
Reportedly, during implantation attempt the implanter spotted that the connector pin was bent when after using the butterfly to extend the screw . The lead was not used and a new one was implanted.

Manufacturer narrative:
Investigation summary: the review of the quality documents confirmed a regular device manufacturing. As received, the subject lead does not conform to established specifications due to the bend sustained to the connector pin. Considering the quality controls in place to disallow distribution of products with such damage and considering that the bending was neither observed in the packaging nor by taking the lead, it is suspected that the connector pin was inadvertently damaged during the implantation attempt, while connecting/disconnecting the butterfly tool to it. Such bending may occur if an excessive load is applied when attaching or disconnecting the butterfly tool to the connector pin. It should be noted that this load is relatively low when the butterfly tool is hold well open during its attachment on the connector pin. The physician¿s manual provides the following indication to attach the butterfly tool to the connector pin: all other electrical, mechanical, and dimensional measurements were within specifications and no manufacturing defect was confirmed during the analysis. The results of this investigation are retained and utilized for trending purposes, and improvements are under evaluation. For more details, please refer to the report.

Event description:
Reportedly, during implantation attempt the implanter spotted that the connector pin was bent when after using the butterfly to extend the screw . The lead was not used and a new one was implanted.